Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A caregiver reported, a higher sensor reading and the customer experienced hypoglycemia symptoms described as vomiting and rolled eyes. A blood glucose of 1.8 mmol/l was obtained on an unspecified device, and an ambulance was called. The customer was administered oral glucose by both a third-party and the healthcare professionals. A healthcare meter result of 4.3 mmol/l was additionally reported. There was no report of death or permanent impairment associated with this event.